Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, the most likely cause of the "detached distal end plastic cover" was degradation. The exact root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device had detached distal end plastic cover. There was no patient involvement.